Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2011. It was reported that during a stenting treatment procedure, the device was unable to cross the lesion. The 75% stenosed lesion was located in the ostium of a severely calcified left anterior descending artery. The lesion was predilated with an unspecified device. A 2.75x38mm taxus liberte' stent was advanced to the lesion, but could not cross. The procedure was completed with another stent. No patient complications were reported. Patient status is listed as stable. Product analysis revealed that there was stent damage.

Manufacturer narrative:
Device is combination product. (B)(4). Device is evaluated by manufacturer - a visual and microscopic examination identified proximal stent damage. Rows at the proximal end of the stent were misaligned. The outer diameter of the stent damage was measured and was approximately 1.72mm. There were also kinks identified along the entire length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. A product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).